Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-nov-2024. Investigation summary: bd received five (5) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, fifteen (15) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during collection of an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes, the vacuum is not working and tubes are being underfilled. There was no health impact or consequences reported.

Event description:
It was reported during collection of an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes, the vacuum is not working and tubes are being underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.